Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the impaction head broke during surgery after impaction.

Manufacturer narrative:
The returned part was confirmed to have been fractured. The threaded portion of the impaction head that mates with the targeting guide was completely fractured off and was not returned. There were some scuffs and nicks noted on the shaft of the impaction head indicating previous use. The product was measured against the print specifications at several dimensions and met all specifications that were checked. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The instrument had a potential field age of over 7 years at the time of incident. A corrective action was previously implemented in response to this issue which led to multiple changes to the device, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. The part related to this complaint was manufactured before the corrective action was implemented. The surgical technique states: "impact gently on the impaction head. If the nail will not advance with impaction, remove the nail and ream the canal to a larger diameter at additional 0.5mm increments or consider using a smaller diameter nail." Based on the information provided, the probable cause of failure is off-axis impaction and repeated impact loading on the strike surface. This device is used for treatment.